Event description:
The product was returned to the manufacturer with reported excessive heat and request for repair. There was no report of patient impact or injury. No further information was provided.

Manufacturer narrative:
Attempts have been made to obtain further details of the event. This device is used for treatment, not diagnosis. (B)(4). The device was received by the manufacturer for evaluation and repair. Evaluation and analysis by service and repair found the device was severely corroded and the device would not work; therefore, the reported "excessive heat" could not be confirmed. Electrical, mechanical, and visual analysis of the device did confirm that the motor was extremely corroded and this level of corrosion would likely result in the motor overheating. Therefore, the likely root cause is poor device maintenance by the user facility. Product description and indications for use: the ipc is indicated for the incision/cutting, removal, drilling and sawing of soft and hard tissue and bone in head and neck/ent (otologic, neurologic, neurotologic, sinus, rhinologic, nasopharyngeal/laryngeal), or al/maxillofacial and plastic/reconstructive/aesthetic surgical procedures. The ipc system is a powered microdebrider, drill and saw system that will remove soft tissue, hard tissue and bone during surgical procedures. The system consists of a power control console, footpedal, connection cables and assorted handpieces to drive various burs, blades, drills, rasps, cannulae and saws. It includes integrated irrigation pumps for irrigation of blades, burs and for motor coolant. The ipc incorporates the microdebrider at pump 2. Control operation of the microdebrider with the ipc touchscreen and the multifunction footpedal. Instructions for use - warnings and precautions: disconnect the power before cleaning. Do not fully immerse, or ultrasonically clean, this instrument. Do not cold soak sterilize this instrument in glutaraldehyde. This will void the warranty. After completion of the cleaning steps, remove handpiece cable cap or other protective components installed prior to cleaning. After cleaning and sterilization, verify functionality prior to re-use. This product is provided non-sterile and must be cleaned and sterilized before the first use and any reuse. To remove occasional residual buildup on handpiece cable connector, use a soft brush and isopropyl alcohol. It is recommended that instruments are reprocessed as soon as is practical following use. It is extremely important that the handpiece be rapidly and completely vacuum dried before storage to prevent corrosion and residue deposits in the bearing and motor.